Manufacturer narrative:
Initial investigation: a review of the mfg lot build record database for the reported lot#2641517 (mfg date 03/2013) shows 200 units were mfg tested, inspected an released. There were no exception documents generated during the mfg lot build process. A review of the complaint database for this list/lot# recorded no additional reports.

Event description:
Int'l (B)(6) complaint received reporting occlusion/infusion issues with set-up consisting of asena syringe pump and k7060-001 smallbore microclave clear bifuse ext set. The initial information received describes the event/issues that occurred as follows "...double clave (k7060-001) changed as dobutamine an fentanyl gtts necessary to be mixed at 2340. Product (k7060-001) primed prior to hook up" at an unspecified time during the infusion". Pressure on asena syringe pumps began to increase, pumps moved on pole to higher setting, infant began decrease of tco2 and increase in resps and bp mean decreased by 3-4 mmhg." The device were removed and replaced, treatments resumed with no further issues encountered. The patient experienced no adverse consequences and or outcomes.